Event description:
The user facility reported that the room where their v-pro s2 sterilizer is located was "smoky". No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro s2 sterilizer. The technician found no signs of smoke or mist and found no issues with the function or operation of the unit. The reported event could not be duplicated. No repairs were required. The technician ran test cycles on all three units in the room subject of the event and found no signs of smoke or mist. The technician returned the units to service. No additional issues have been reported.